Manufacturer narrative:
H1o: additional manufacturer narrative: added additional information to d4, h4 and h6. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), the carpentier-edwards perimount theon rsr pericardial bioprosthesis is intended for use in patients whose aortic valvular disease is sufficiently advanced to warrant replacement of their natural valve with a prosthetic one. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, this event was most likely impacted by the progression of the patients underlying valvular disease pathology combined with the patients other underlying risk factors. In addition, other patient risk factors such as the patients younger age at implant likely contributed to this event. This patient was 11-years-old at initial time of implant. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27 mm 2800tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 7 years, 1 month due to high gradients. The tpvr was performed with a 27 mm 9600tfx transcatheter valve with no complications. The patient was transferred to cath recovery in stable condition. The patient was discharged home on pod # 1.